Manufacturer narrative:
(B)(4). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 17th june 2015. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2015 and that it had performed all weekly auto self-tests up to (B)(6) 2017. The device records multiple manual power ons, mainly of ten minutes duration between the (B)(6) 2017 and the last log entry on (B)(6) 2017. During this time, an installed pad-pak became depleted. The returned pad-pak was inserted into the device and failed to power on the device correctly. All instructional leds were observed to be flickering. This would confirm the reported fault. The device was disassembled to investigate. After further investigation the reported fault was determined to be caused by a membrane failure, resulting in corrosion on the membrane tail. This had led to the depletion of an installed pad-pak and the device failing to power on correctly. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Led light faulty.